Event description:
It was reported that the patient presented to the hospital emergency room after receiving an inappropriate shock. A chest x-ray revealed right ventricular (rv) lead dislodgement due to twiddling. No electrical anomalies were detected. The rv lead was explanted, and a new rv lead was implanted. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination found the helix to be partially extended and clogged with blood/tissue. After cleaning and applying torque to the connector pin, the helix could be retracted and extended. The measured full helix extension length was within the product specification.